Event description:
Initial reporter indicated that their pt was having stronger and more intense seizures. Not a new seizures type for the pt. It is unk if the pt's seizures are above their pre vns seizure rate or not. The pt was treated in the emergency room for their seizures. The pt is currently not being followed by a vns treating physician to interrogate their device. Good faith attempts are being made for add'l details surrounding the reported event.